Event description:
Procedure type: low anterior resection. According to the reporter: it was very difficult to fire the instrument. The staples did not form into b shape and the anastomosis was not created. The surgeon tried to hand sew the anastomosis; however, due to the location he could not, and performed a permanent colostomy. The surgical time was extended approximately 5 hours.